Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery. This report is submitted on april 28, 2021.

Manufacturer narrative:
This report is submitted on july 20, 2021.

Manufacturer narrative:
This report is submitted on 08 feb 2021.

Event description:
Per the clinic, the patient experienced sound interruption and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains.